Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. The main cable was returned to the manufacturer for evaluation. The cable was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the power cable was frayed and had exposed wires. No patient was present at the time of the event.